Manufacturer narrative:
It was reported that patient was carried out on (B)(6) 2017 and endoscopically found that a wire piercing out and the surgeon decided to remove it from patient. From the picture that attached by customer, it was shown that wire get outside. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. It is considered that stent was affected due to movement of stomach then stent was fractured. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Anti reflux was placed on (B)(6) 2017; re-assessment of patient was carried out on (B)(6) 2017 and endoscopically found that a wire piercing out and the surgeon decided to remove it from patient. From the picture, the piercing wire was suspected from the bone of the anti reflux valve.